Manufacturer narrative:
Common device name, model number, reporter details, contact office, and (device) problem code updated.

Event description:
It was reported that the device is emitting an unclearable single chirp.